Event description:
It was reported that the device was removed a few months ago due to an infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).